Event description:
It was reported that the system 7700 had no images and strobed every two to three seconds. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Two circuit boards in the video chain were found to be defective and were replaced. The system was tested and found to be working as intended, and placed back into service.